Manufacturer narrative:
Customer complaint: reported that the device left arrow not working, now he has a burning smell. Device was reviewed for evaluation on 3/5/2025. Tests: self-test and visual inspect. Self-test passed. Visual inspection performed and found a cracked main chassis. The customer compliant was confirmed that the device keypad left arrow wasn't working and the burning smell was from a faulty I/o motor. The probable cause is faulty/defective cpu pwa and I/o motor.

Event description:
The event involved a plum 360¿ infuser where the customer reported that the device had a burning smell. There was no patient involvement and harm was not reported as a consequence of this event.